Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was frequently hanging and was unable to interrogate the implantable device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was frequently hanging and was unable to interrogate the implantable device. It was noted that the programmer failed during the incoming functional test at "power down/thermal test" by lcd panel test. The lvds board on the lcd screen has temperature problems but was working correctly. The lvds board is worn. At analysis it was determined that the programmer failed the finger touch test due to unexpected/poor response to finger touch was observed during interaction with touch screen. Electromagnetic interference (emi) repair has been performed to resolve the issue. It was noted that the cord bay door was broken and the upper and lower bullets were worn out. It was further noted that the upper hinge left and right were worn and the display was unable to lock. The left sliding rails from the keyboard cover plate were cracked/ broken. The right keyboard hinge was broken. The front locking latch base frame keyboard was missing/broken. The cooling fan was noisy. There was a cut in the left and right antenna cable. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.